Manufacturer narrative:
Method: device not returned; results: without a device to examine the exact cause of this event cannot be determined. Conclusion: two navigator 11mm x 26mm x 0deg cages were confirmed to fracture intra-operatively by sales rep report. The reported harm was a 5 minute surgical delay. A manufacturing review could not be performed because the lot #s are unknown. It was reported that 2 devices fractured during impaction at the connection with the inserter. It was also reported that the inserter was appropriately locked during impaction and the disc space was trialed for size before selecting an implant. The first fractured cage was removed and the second cage was position with tamps and left inside of the patient. It should be noted that the main body of the cage did not fracture, only the tab which articulates with the inserter.

Event description:
It was reported that when the surgeon implanted a navigator cage in a patient, while adjusting the cage into the correct position, the cage disconnected from the inserter. It was discovered that the cage was broken. Therefore the surgeon removed the broken cage and started over with a new cage in the same size. However the same thing happened again, the cage broke from the inserter. Eventually the surgeon placed the cage into position by using the tamps.

Event description:
It was reported that when the surgeon implanted a navigator cage in a patient, while adjusting the cage into the correct position, the cage disconnected from the inserter. It was discovered that the cage was broken. Therefore the surgeon removed the broken cage and started over with a new cage in the same size. However the same thing happened again, the cage broke from the inserter. Eventually the surgeon placed the cage into position by using the tamps.